Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that a nonreactive architect (B)(6) was generated on (B)(6) 2016 for a patient that tested reactive using the mini vidas method. The patient is on dialysis treatment and has a history of reactive (B)(6) results using both the architect (B)(6) and mini vidas methods in (B)(6) 2015. Pcr testing was performed and was reported as not detectable. Viral copies were <15 iu/ml. The customer is questioning why the architect (B)(6)result is nonreactive whereas it had historically been reactive. No adverse impact to patient management was reported.

Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. Based on this data, the product is performing as intended. A review of labeling concluded that the issue is adequately addressed. Pcr testing did not detect viral load. Therefore, the results are not conclusive whether the architect or vidas result is true. There is not enough information that reasonably suggests a malfunction. No product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code in section h.6 was changed from 71 to 75.